Event description:
This is a spontaneous report received from a nurse to baxter (B)(4). Reportedly, the patient went to the hospital due to peritonitis. It was also reported that the transfer set leaked even though the twist clamp was closed. The twist sleeve (white piece) was damaged (stripped screw).

Manufacturer narrative:
(B)(4). The sample was received and evaluated. During visual inspection it was noted that a broken occluded feet from cavity 2 was found. Sample was confirmed for the reported problem. The cause was undetermined. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.